Event description:
The physician was attempting to use a 1.5 mm diameter x 06mm length sprinter legend rapid-exchange (rx) balloon dilation catheter to treat a lesion. It was reported that the balloon burst at 6 atm. It was reported that negative preparation was performed before insertion into the patient, and the device was inspected before use, with no issues noted. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation: results: (no conclusion can be drawn). Conclusion: (no conclusion can be drawn).